Event description:
It was reported by the consumer that he has ongoing problems, fistulae, infections, no abdominal wall since being implanted. He also reports, open wounds and skin grafts that have not taken due to "mesh breaking through the skin grafts". Reported that pt's wife treats wounds daily and continues to cut and remove mesh from his open wounds.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge. Refference mdrs 1213643-2008-00258 & 1213643-2008-00259 for information related to the other two devices.